Event description:
It was reported that revision surgery was performed due to pain, suspected soft tissue reaction, femoral neck thinning observed on x-ray and elevated cobalt levels.

Event description:
It was reported that revision surgery was performed due to pain.